Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgeon experienced a yellow and green image through the right eye of the high resolution stereo viewer on the surgeon side cart (ssc). The site installed their backup camera cable; however, the image through the right eye went blank, with the assistance of an isi technical support engineer (tse) the site checked the blue fiber cable connection to the ssc. The site found no issues. With the assistance of the tse the site replaced the backup camera cable with the original camera cable; however, the issue persisted. The patient had been administered anesthesia when the surgeon decided to abort the planned surgical procedure and reschedule it for a later date.

Manufacturer narrative:
Conclusions: the investigation conducted by the field service engineer (fse) and review of the system error logs determined that the vision issue experienced by the customer was associated with the double camera controller (doco). The doco refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. One ccu is assigned to the surgeon's right sid image (right ccu) and one to his left (left ccu). The system was repaired by replacing the affected doco. As of (B)(4) 2013, there have been no reported recurrences of the issue at this hospital.